Event description:
It was reported that electrode impedances measured post-operatively in bipolar mode between contacts 1,2 as well as 9,10 were low. All other impedances in unipolar mode were normal. There was no patient injury.

Manufacturer narrative:
Concomitant medical devices: product ID: 37085-60, serial#: (B)(4), product type: extension; product ID: 37085-60, serial#: (B)(4), product type: extension; product ID: 3389-28, lot#: 0205667339, product type: lead; product ID: 3389-28, lot#: 0205682692, product type: lead. (B)(4).